Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse rx pta dilatation catheter has been received in two segments for the evaluation. On the visual evaluation, the first segment consists of partial catheter and inflation hub and the second segment consists of the remaining catheter and balloon, no other anomalies were observed to the sample. The functional testing was performed on the second segment, the catheter was attached to the touchy adapter then the balloon was inflated and maintained pressure. No other functional testing was performed. Therefore the investigation for the reported catheter detachment was confirmed as the device was returned in two segments for evaluation. A definitive root cause for could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 06/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure in the right anterior tibial artery, the pta balloon allegedly detached. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 06/2023).

Event description:
It was reported that during an angioplasty procedure in the right anterior tibial artery, the pta balloon catheter shaft allegedly broke. There was no reported patient injury.